Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device showed that it was received in the pre-plunger deployment condition with blood present indicating an attempt was made to insert the device. The perclose proglide tracks over a standard 0.038 inch (or smaller) guide wire and is designed for use in 5f to 8f access sites (per IFU). Based on the reported experience the returned device was loaded over a proxy 0.038 inch and passed without difficulty. The training and trouble shooting guide states to exchange the procedural sheath for a 0.35 inch to 0.38 inch guide wire and backload the device and advancer until guide wire exit port is a at skin level and not completing this step would create difficulty during insertion. Based on the test results and the inspection criteria the reported experience could not be confirmed and no probable root cause could be determined. No product quality deficiency was detected. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot.

Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device could not be introduced through the puncture channel in the artery. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.